Event description:
The customer reported that they were having numerous "incorrect dialysate weight alarms" within the first 40 minutes of treatment. Facility's nurses inspected the machine and could not detect any problems with the fluid pathways. Due to the frequent alarms it was reported that 30 ml extra had been removed from the pt. The pt's treatment was discontinued at that time. The blood in the extracorporeal system was returned to the pt and the treatment was restarted with another prisma machine.